Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to clinic for follow up and an increase in pacing threshold and intermittent r-waves were observed. It was noted that the patient felt dizzy and tired at times. The lead was explanted.